Manufacturer narrative:
Concomitant products: product ID 3487a-33, lot# j0511602v, implanted: (B)(6) 2006, product type lead; product ID 3487a-33, lot# j0125653v, implanted: (B)(6) 2002, product type lead; product ID 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID 74002, lot# n224662, implanted: (B)(6) 2011, product type adapter; product ID neu_recharger_acc, product type recharger. (B)(4).

Event description:
It was reported the patient was unable to recharge the implantable neurostimulator (ins) and a communication problem was reported. It was noted the patient was in the hospital for a couple of months due to falling and breaking their hip. It was further noted the ins was working before the fall. The reporter stated that they noticed about a month ago they were unable to charge their ins. It was noted the patient had been in the hospital for about two months with a broken hip. It was further noted the patient did not have the ins looked at after falling down. The reporter stated their recharger was not charging. Additional information was requested, but was not available as of the date of this report.